Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a review of the black box indicated evidence of short battery life with a voltage drop on (B)(6) 2016. Visual inspection revealed moisture corrosion in the battery compartment. The pump powered on and successfully completed rewind, load, and prime steps with no battery life issues occurring. All current readings were found to be within required specifications. The complaint of short battery life could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Additionally, leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).